Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the 30-degree endoscope plus had a reversed image. The technical support engineer (tse) stated the surgeon could rotate endoscope in surgeon side console (ssc), if the endoscope rotated too much, could cause this issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 30-degree endoscope plus. The probable root cause cannot be determined based on the information provided.